Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the battery compartment and reservoir chamber are cracked all the way around. Customer stated she has to use tape to hold the reservoir in. Customer's blood glucose was 23 mg/dl, treated with juice with sugar and honey. Customer stated the damage occurred during normal wear and tear. Customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, a broken reservoir tube lip, and a broken belt clip slot.